Event description:
It is reported that a customer experienced high blood glucose of 318 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer wanted to make sure their pump was working correctly because, the pump did not alert him about the high blood glucose. The customer was offered assistance in troubleshooting but the customer got frustrated and hung up the phone. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.